Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that he was recently caught in the rain with the device in his pocket. Blood glucose level at the time of the incident was 160 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump was received with cracked case at the display window corners, reservoir tube, reservoir tube lip, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.